Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - could you kindly verify whether the foreign matter discovered is of a biological nature, such as the presence of blood, insects, hair, or any other biological substance? >no. It was a black matter. - could you please confirm the location of the foreign matter reported in this complaint: inside the sterile barrier or outside of the sterile barrier? >inside the sterile barrier. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05198 2210968-2024-05199

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. It was found that the suture had foreign matter present. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H3: evaluation: the product was returned to for evaluation. One sealed sample that pertain to product code was received for analysis. During visual inspection of the returned sample, a black foreign matter was observed inside the packet. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.